Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. The patient noticed the deflation. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/18/2018, it was reported to mentor that the device history record (DHR) of lot number 200495 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/27/2018, it was reported to mentor that the facility phone number is (B)(6). (B)(4).